Event description:
The customer reported that on 23oct2023 she injured a finger while trying to retrieve the cap of the wbc lyse reagent used on the cell-dyn ruby analyzer. The cap was smaller than the top of the reagent box which caused it to fall to the bottom of the reagent container. The customer used a tweezer to retrieve the cap and, in the process, cut her finger. The customer was wearing gloves at the time. She went to the emergency room and infectious tests were performed and all the results were negative. The customer received antiretroviral therapy. Customer stated that she is doing fine. No further impact to patient management was reported.

Manufacturer narrative:
The customer reported that she injured a finger while trying to retrieve the cap of the wbc lyse reagent used on the cell-dyn ruby analyzer. The customer was using the incorrect cap, which caused it to fall to the bottom of the reagent container. The customer used forceps/tweezers to retrieve the cap and, in the process, cut her finger with the forceps/tweezers. A review of the complaint tracking and trending data did not identify any trends for the issue for the product. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the review of the issue, this event represents a use error. The customer used the incorrect cap with the wbc lyse reagent. In addition, the customer tried to retrieve the cap with forceps/tweezers. Based on the investigation, no systemic issue or deficiency was identified. The cell-dyn ruby serial number (B)(6) is performing as expected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that on (B)(6) 2023 she injured a finger while trying to retrieve the cap of the wbc lyse reagent used on the cell-dyn ruby analyzer. The cap was smaller than the top of the reagent box which caused it to fall to the bottom of the reagent container. The customer used a tweezer to retrieve the cap and, in the process, cut her finger. The customer was wearing gloves at the time. She went to the emergency room and infectious tests were performed and all the results were negative. The customer received antiretroviral therapy. Customer stated that she is doing fine. No further impact to patient management was reported.